Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side "the plaintiff underwent painful removal procedures as well as treatment. Therapy. Recovery. And expense with the removal of the biocell textured breast implants due to fear of alcl. To reduce risk of alcl. And due to symptoms consistent with alcl and fear of alcl including: mental anguish. Increased risk of alcl. Evaluation for alcl.explant, reconstruction- seromas- phvsical pain,scarring and disfigurement. Plaintiff experienced inflammation. Pain. Redness. Hardening of breasts. Heat sensations. Capsular contracture. Asymmetry. Seroma. Disfigurement. Chronic insomnia" and difficulty moving upper extremities. Additionally. Plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety- as well as loss of quality of life and depression: and other physical and emotional manifestations that are severe and ongoing." Device has been explanted.